Manufacturer narrative:
H3, h6: it was reported that following a total hip replacement surgery, the patient fell from a ladder, suffering a midshaft femur fracture. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without a definitive batch number, a complete complaint history review cannot be performed for the femoral head. A review of the complaint history was performed using the part number for a femoral head in search of complaints involving similar failure modes throughout the lifetime of the product. Similar complaints have been identified for the femoral head and this will continue to be monitored. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. No lot numbers were provided; hence a full documentation review could not be completed. If more information is received, this investigation will be reopened. However, the released devices would have met manufacturing specifications at the time of production. No clinical/medical records were received for this complaint. However, the reported patient fall from a ladder cannot be ruled out as a contributing factor to the femoral fracture. How the femoral fracture was treated has not been reported. The patient impact beyond the fracture cannot be determined. Without the return of the actual products involved or additional information, our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after a thr surgery, the patient fell off ladder and got midshaft femur fracture. It is unknown how the adverse event was addressed. Patient status is unknown.